Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a missing retainer ring. Customer stated reservoir compartment was broken. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Customer complained about the unit having retainer missing and reservoir area broken on event date of (B)(6) 2021. Device received with constant pump error 38 alarms during rewind. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to constant pump error 38. The history download was successful using thus software. Pump error 38 alarmed on (B)(6) 2021 10:26:07.000 and 10:26:49.000 but not on event date. The device was cut open and the motor was tested outside of the device and passed. Retested motor in the device and no more pump error 38 alarms. Problem may have been intermittent. Tested with a test p-cap and the test p-cap locked in place properly. Device received with pillowing keypad overlay, scratched/peeling keypad overlay texture, missing serial number label, cracked case at belt clip rail corner, partially broken off battery tube threads, cracked reservoir tube lip and scratched case. Device received with moisture damage on the force sensor assembly, moisture damage on the motor assembly, moisture damage on the lcd assembly, electrical board 1 and moisture damage on electrical board 2 noted during visual inspection of the electronics. Device was confirmed for pump error 38 during testing and during customer use which was noted in the history download file; problem may have been intermittent, however moisture damage was noted on the motor assembly. Devive was confirmed for cracked reservoir tube lip and not confirmed for retainer missing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.